Event description:
Customer called in to report that her insulin pump was not working correctly. Customer stated that the insulin pump was alarming. Customer stated that she changed the battery and alarm occurred shortly after inserting the new battery. No blood glucose values provided at the time of the call. Advised to monitor the insulin pump and call if issues recur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.